Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that site had a recoverable error on universal surgical manipulator (usm) 2. Prior to contacting tse, the site performed a hard reboot, but the issue persisted. The caller stated that the issue only occurs when the port clutch was pressed. The caller stated that the arm does not fault with the instrument clutch. Site was continuing with the procedure. Tse advised the customer to call back if additional assistance is needed. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected. The unit was also installed on a patient fixture test platform (pftp) where it passed all relevant tests with no log errors either. As a result of these findings, failure analysis concluded that the horizontal rolling loop harness and the horizontal brake are consistent with the fault and considered the potential root cause of the report event.